Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer stated mattress on the bed is sagging. End user called back and stated that it's the middle of the frame, is there was heavy weight, although he states the customer only weighs (B)(6). He states he measured the frame in the center with a yardstick.